Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was exhibiting a low out of box monitoring battery voltage. It was reported that the device was not stored in a cold environment.